Event description:
The core impaction drill was sent in for evaluation due to over heating during a procedure. Another device was used to complete the procedure, no adverse event was reported.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated. The device overheated during performance testing. Visual examination revealed worn/motor cartridge, driveshaft and rotor; the bearings had insufficient lube. Insufficient lube between moving components can lead to increased friction which can lead to increased heat production as experienced by the customer. The damaged parts were replaced and the device was repaired and returned to the customer.